Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all accuracy tests, however the unit was missing some segments on station #3 lcd. The complaint was confirmed and unit sent to repair. The repair technician replaced a potentiometer which resolved the display issue. The unit has passed final qa inspection.

Event description:
Caller from facility reported that the volume and specific gravity displays on station 3 are blank. The same issue was reported 1 day earlier for this unit, but the issue appeared to have been resolved. Since this may be an intermittent situation, the unit will be returned for eval. No pt involvement.